Event description:
On 04-jan-2025, the end user experienced a severe hypoglycemic event with a blood glucose level of 33 mg/dl, resulting in loss of consciousness. The device provided low and urgent low glucose alerts, but the user did not consume carbohydrates before losing consciousness. Emergency medical services were called, and the user was hospitalized, where they received IV glucose treatment. The user was discharged on (B)(6) 2025 at 5 pm. Prior to hospitalization, the user had not replaced their dexcom sensor or entered a blood glucose value, causing the system to default to bg run mode, which later expired. While receiving guidance on an infusion set change, the user became incoherent, prompting a recommendation to seek medical assistance. Concerns were raised regarding insulin delivery inconsistencies, as the user, weighing 194 lbs, was receiving only 23 units of insulin per day, experiencing prolonged periods of minimal insulin delivery yet frequent correction doses. The user resumed using the ilet system after discharge. Beta bionics was notified of the event on 09-jan-2025.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.